Event description:
Customer reported that their face was red, hot, and had bumps, along with their eyes and tongue tingling and burning while wearing the mask. Once removed, the symptoms stopped within 30 minutes.

Manufacturer narrative:
No similar complaints have been recorded for this item and lot.